Event description:
It was reported that shaft break occurred. A 15mm x 2.75mm nc quantum apex¿ was selected to dilate the lesion. Upon loading the device on to the wire, the physician noted that the device was broken mid shaft and had apparently 'sheared off'. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).